Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed an error message, locked up, and required to be rebooted. There was no patient injury or death reported.